Event description:
The user facility reported that the glidesheath slender sheath had consistent leaking from the hub. The patient was stable, and the procedure outcome was successful. Additional information was received on 17 aug 2022: it was confirmed that the mentioned hub is referring to the valve. The valve had a consistent leak of blood. The procedure was a heart catheterization. The procedure was completed by rolling up a gauze and putting it under the wire/catheter. The estimated blood loss was less than 250cc.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: rt. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for valve leakage because the complaint sample was not returned for assessment. The exact root cause could not be determined. Historically, valve leakages have been caused by off-center insertion of the dilator. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).